Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated tampons fell apart. She experienced discharge and odor and her doctor diagnosed a yeast infection. She initial symptoms are better but is now experiencing heavier menses.